Manufacturer narrative:
The device was never returned and no evaluation was anticipated. Report number (B)(4)was mistakenly sent with the wrong information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) with an implantable neurostimulator (ins). It was reported caller was attempting to turn ins off for abdominal surgery but was seeing call your doctor icon. Caller did not have the patient programmer (pp) in front of them but reported that they thought the code was por. The caller reported that the message seen on the pp was por. The caller did not have access to the 8840. Caller was informed that the 8840 intervention was required to clear a por. It was reviewed por means ins was off and they would not be able to do anything further with the device and patient would need to follow up with hcp. No symptoms reported. No further complications reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Return paper work received.